Event description:
The site reported that during delivery of the light adjustable lens (lal) the posterior capsular bag was torn. The surgeon delivered the lal into the sulcus and completed the implant surgery without any further complications. Rxsight's first awareness of this event was on 11/11/2022.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. During lal insertion/delivery, the posterior capsular bag was torn. The surgeon was able to put viscoelastic into the eye to prevent any vitreous loss. The surgeon was able to place the lal into the sulcus and complete the implant without any additional complications. It was determined that the lal was loaded correctly into the injector; however, during lens delivery, the surgeon did not rotate the injector appropriately. The patient was reported as doing well after surgery. The surgeon did not provide any additional information to rxsight regarding the patient post-surgery. Manufacturer reference #: (B)(4).